Event description:
It was reported that during a percutaneous transluminal coronary (pci) procedure, the imaging catheter became caught in a placed stent. The 90% stenosed lesion was located in the moderately tortuous right coronary artery (rca). The lesion was pre-dilated with a 2.25mm x 10mm non-bsc balloon catheter and a 3.0mm x 18mm non-bsc stent was deployed. The atlantis sr pro2 imaging catheter was used to check stent apposition which was fully expanded and well apposed. While removing the imaging catheter, it became stuck with the distal end of the stent. The physician removed the imaging core from the imaging catheter and inserted a 0.025' non-bsc guide wire in an attempt to remove the imaging catheter without success. A 2.0mm x 15mm non-bsc balloon catheter was advanced from the femoral artery via a 7fr non-bsc sheath. The balloon was inflated where the imaging catheter was stuck and the imaging catheter was successfully removed from the stent. No patient complications were reported and the patient's current condition is good.

Event description:
It was reported that during a percutaneous transluminal coronary (pci) procedure, the imaging catheter became caught in a placed stent. The 90% stenosed lesion was located in the moderately tortuous right coronary artery (rca). The lesion was pre-dilated with a 2.25mm x 10mm non-bsc balloon catheter and a 3.0mm x 18mm non-bsc stent was deployed. The atlantis sr pro2 imaging catheter was used to check stent apposition which was fully expanded and well apposed. While removing the imaging catheter, it became stuck with the distal end of the stent. The physician removed the imaging core from the imaging catheter and inserted a 0.025' non-bsc guide wire in an attempt to remove the imaging catheter without success. A 2.0mm x 15mm non-bsc balloon catheter was advanced from the femoral artery via a 7fr non-bsc sheath. The balloon was inflated where the imaging catheter was stuck and the imaging catheter was successfully removed from the stent. No patient complications were reported and the patient's current condition is good.

Manufacturer narrative:
Device evaluated by MFR.: examination of the returned device revealed the catheter was broken off and missing some portion of the sheath assembly, including sheath strain relief and sheath female luer connection approximately 8.0cm long. The returned measurement of the sheath assembly was 135.5cm long. The male and female luer connection was detached and the imaging core was exposed outside the sheath assembly. Visual inspection of the returned device revealed the guidewire exit port was lifted 1.0mm. The guidewire used during the procedure was returned and stuck inside the sheath assembly. The broken sheath assembly with the guidewire stuck inside appeared to be cut off. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The stuck guidewire inside the sheath assembly was kinked .7cm from guidewire distal tip end. Kinks were observed in the imaging core assembly at 31.0cm and 32.2cm from distal housing tip end and kinks were observed in the sheath assembly at 16.8cm, 18.0cm and 19.2cm from femoral marker at proximal side and 6.8cm, 43.8cm, and 57.2cm at distal side. The two flaps of the hub rotator were damaged and is likely unrelated to the reported stuck in stent. Image characterization testing could not be performed based on the returned condition of the catheter. No other issues or defects were observed during visual analysis of the returned device. The manufacturing batch record review performed confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as performance was limited due to anatomical/procedural factors. (B)(4)

Manufacturer narrative:
(B)(4)